Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was not quite as far in as the right ventricular (rv) lead. Additional information indicated that it was thought there was a perforation. There was no further intervention done. The pacemaker remains in service. No additional adverse patient effects were reported.